Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.5/+4.0/84 diopter, in the patient's left eye (os) on (B)(6) 2017. In the same surgery, the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. At the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a vial. Visual inspection of the returned product found one haptic torn. There was evidence of clear residue and debris on the lens. Claim # (B)(4).